Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported the patient had an open circuit on the left subthalamic nucleus (stn). It was unknown which electrode was open. No medical symptoms were reported.